Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading over 400 mg/dl. The customer's wife stated that the customer has been having influenza-like symptoms and the customer had not been eating much, prior to the event. The customer's wife stated that the customer uses a model mmt-397 quick-set infusion set. The customer's nurse has stated that the hospital staff's perceived reason for the event is the insulin pump, because the customer's blood glucose elevates as soon as he is put back onto the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.